Event description:
It was reported that this right ventricular (rv) lead shock impedance measurements have gradually increased to the point of being high out-of-range of over 150 ohms. Technical services indicated this issue is likely related to calcification and recommended to perform a commanded shock. The patient was scheduled for a dual chamber device therapy upgrade and replacement of this rv lead. No commanded shocks were performed. This rv lead remains in service and no adverse patient effects were reported.